Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the mid left anterior descending (lad). Another company's stent had previously been deployed in the lad and was jailed and restenosed. Another company's guide wire was delivered to the lad and a pilot 50 guide wire to the mid lad. Then, the 2.5 x 15 mm voyager rx balloon catheter was delivered to the mid lad and the balloon was dilated up to 6-8 atm, when the balloon ruptured. Thus, the voyager rx was replaced with a 2.25 x 12 mm balloon catheter (another company's) and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, or insufficient preparation prior to use. The incident info described the lesion as an in-stent restenosis with mild calcification. It is possible that as the catheter was being advanced, stent struts or calcification damaged the balloon materials such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause cannot be determined.